Manufacturer narrative:
Investigation has been initiated but not yet completed. A follow up report will be submitted upon completion.

Event description:
The plate and screws broke three months post-operatively (male patient with 75kg weight). The exact dates of surgery are unknown. A second surgery was required to remove broken hardware. No additional information is available at this time. Reference (B)(4) for screws used in this patient. This device is used for treatment.